Event description:
Reportedly, this device was explanted after an approx 9 yrs and 8 months implant duration due to an unk reason. No further info provided.

Manufacturer narrative:
Device not returned.